Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has never received effective stimulation in his pain pattern. The stimulation was also intermittent. The physician ordered a back brace to be worn for five weeks. The physician will then re-evaluated the patient.